Event description:
In 1996, the dr implanted a 23mm aortic a st. Jude medical mechanical heart valve (model 23aec-102) during a double valve replacement procedure. A 27mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-602) was also implanted during this procedure. In 1998, the dr explanted this valve. A 23mm st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 23ahps-605) was then implanted. The mitral valve was also explanted in this procedure and replaced with a 27mm st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27mecs-602). No add'l info has been received, including the reason for explant.

Event description:
The reason for explant is unknown at this time. Add'l info has been requested. This valve was replaced with sjm 23ahps-605.